Event description:
It was observed during the device inspection, that the duodenvideoscope had the distal end broken. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: positive leakage test in the knob section; scratched, dented and broken distal end cover; scratched light guide lenses, detached adhesive, folds along the insertion tube were evident; the biopsy port was filled due to the use of metallic cleanning tools, and the angulation was outside the range. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that during user handling, physical stress was applied to the tip. If handled according to the following instructions for use (IFU), users may be able to detect the event: -inspection of the endoscope. By handling in accordance with the following IFU, users may be able to reduce/prevent the occurrence of this event: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.